Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: four (4) actual devices were received for evaluation. Visual inspection was performed and separated sheeting was observed in all four samples. Under water pressure testing was performed and a leak was observed at the separated sheeting location. The reported condition was verified. The cause of the damage was due to a welding issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in october 2025. E1: initial reporter address: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿transparent plate¿ of four (4) homechoice low recirculation volume apd set with cassettes were torn which resulted in a leak. Further described as ¿a leak occurred in the square transparent plate connected to the claria machine¿. This was observed after installing the devices in the homechoice claria machine for use in peritoneal dialysis.the cassette sets were replaced and therapy was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.